Event description:
The customer reported via phone call that they received a no delivery alarm. Customer stated they were unable to prime their quick set. It was found the infusion set would not take any insulin. The customer's blood glucose was 111 mg/dl. Customer stated the alarm was resolved by an infusion set change. Customer declined to return their products for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.